Manufacturer narrative:
A visual examination of the returned device revealed: the cutting wire was burnt, but not broken; the extrusion was kinked and split approximately 6 mm from the distal pierce hole; the cutting wire and the distal end of the hypotube were protruding from the extrusion through the split section; and the split in the extrusion appeared melted, indicating that excessive electrical current flowed through the device. (See figure 1). A functional evaluation noted that the distal tip of the device would not bow properly, but moved upon actuation of the device handle. Electrical continuity of the cutting wire was confirmed to be intact. The cause of the excessive current is unknown, although possible causes include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit; and excessive power applied to the cutting wire due to improper generator settings. A review of the device history record was performed for the pertinent lot; no anomalies were noted. A search of the complaint database did not identify any additional complaints reported for the same lot. The september 2007 15-month ultratome xl sphincterotome product family trend report, inclusive of all failure modes, was reviewed, no adverse trend was noted.

Event description:
In 2007, it was reported to boston scientific corporation that an ultratome xl sphincterotome was used in an endoscopic retrograde cholangiopancreatography procedure (patient age, gender and weight unknown). According to the complainant, although the patient's anatomy was mildly tortuous, "the physician encountered significant resistance during the procedure... When the physician bent the device, the [cutting] wire broke through the plastic of the catheter [and] the wire became completely freed from one side of the tome." It was reported that the physician removed the ultratome xl sphincterotome device and completed the procedure with a competitor's sphincterotomy product. No patient complications were reported as a result of the event.